Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of thoracic myelopathy. Decompression was required on the upper level due to thoracic myelopathy, and fixation was also extended. T8-s2ai was fixed, but bone fracture occurred on t8. There were patient symptoms or complications as a result of the event.. There was no product defect. The patient fell on backside on (B)(6) 2020 and bone fracture occurred. Numbness in both lower limbs, making walking difficult. In the re-operation done on august 17, the screw on the fractured vertebra at t8 was removed, rod up to t11 was removed, decompression was added near t5/6/7/8, 8 units of hook were placed at t5/6/7 (t5 claw hook), 4 units of nesplon 5 mm were wrapped on t5/6, rod from t5 to t11 was connected with mrc near t12, and the operation was completed. 2 units of screws on t8 and 2 units of rod (connected with mrc near t12) from t8 to t11 were removed, and returned to the patient.